Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with glucose tablets. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with half of reservoir tube lip broken off and a test reservoir will not lock or click into place; unable to perform the basic occlusion test and occlusion test due to severely broken reservoir tube lip. However, the insulin pump passed operating currents measurement, self-test, unexpected restart error test, displacement test, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and minor scratched display window. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.